Event description:
On (B)(6) 2010, pt reported when she pulled her infusion device out to give a bolus she noticed there was condensation in the cartridge compartment. Verified there was not enough insulin to pour out; only condensation in the infusion device. Pt stated "it looks like the pump was sweating." Pt reported she took the insulin cartridge out of the infusion device and retracted the piston rod so she could clean the compartment with a cotton swab. Advised to place the infusion device upside down and let it dry out for several hours. Verified that plunger did not separate from the cartridge. Pt reported using the insulin cartridge 2 or 3 times. Pt stated she is aware that she should only use them once and then discard them. Pt reported she was not sure if the condensation was due to a leaky cartridge; she did not see any insulin leaking from the cartridge, infusion set or luer lock. Pt to switch to her backup infusion device to allow her primary device to dry out on follow up to pt on (B)(6) 2010, pt reported she has resumed using the primary infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.